Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. Although liquid was not visible, white drug/salt deposits were seen on the inside of the light-protective over-pouch indicating that it had leaked. The folfusor was filled with compounded drugs (fluorouracil and sodium chloride 0.9%bp) ten days prior to when the leak was noted. There was no patient involvement. No additional information is available.